Manufacturer narrative:
An investigation of the customer issue included a review of the complaint text, testing of returned material, in-house sensitivity testing, a device history review, a search for similar complaints, and a review of labeling. Return material was provided by the customer. The affected specimens were returned and tested. The specimens were tested with retained reagent kit. (B)(6) results for two samples ID were generated but, but (B)(6) results for 2 other sample were generated. Thus we were able to repeat the customers observation. We performed further confirmation testing of the returned samples, testing was completed with retained kits of lot number 78017li00 (contains identical bulk reagents as lot 78018li00) two specimens gave (B)(6) results when tested with the innotest hiv ag mab test (detects (B)(6) antigen) and with the prism hiv ag/ab combo assay (as alternate screening assay), the other two samples gave (B)(6) results with both methods. Three specimens gave (B)(6) results when tested on the hiv-1 specific western blot new lav blot I and on the hiv-2 specific western blot new lav blot ii. One specimen gave a (B)(6) result when tested on new lav blot I and an I(B)(6) result when tested on new lav blot ii. Based on these results we concluded that two of the samples provided (sample ID (B)(6) did not create (B)(6) results with the architect hiv ag/ab combo assay as suspected, since supplemental testing for the detection of hiv antigen and antibodies to hiv-1 and/or hiv-2 did not show (B)(6) results. A sensitivity testing was completed; the results showed normal performance without (B)(6) results. The device history review did not identify any non-conformances or deviations. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect hiv ag/ab combo reagent, list number 4j27-32, lot number 78018li00 was identified.

Manufacturer narrative:
(B)(6). This report is being filed on an international product, list number 04j27 that has a similar product distributed in the us, list number 02p36. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed (B)(6) results while using the architect hiv ag/ab combo assay. The customer indicated the patient was (B)(6) when tested using another architect analyzer , as follows: (B)(6). No adverse impact to patient management has been reported.